Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) replaced the exch fiber optic assy and completed service for the cs300 intra-aortic balloon pump (iabp). The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
During daily maintenance the customer discovered the fiber optic sensor (fos ) failure for the cs300 intra-aortic balloon pump (iabp). No patient involvement and no adverse event was reported.